Event description:
The user facility reported a 66yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was a pump stop due to a frayed white cable. The staff further noted that the catheter got caught on the bed while turning the patient, and the catheter came out of the kink protector. The pump was removed. There was no patient harm reported.

Manufacturer narrative:
The investigation into the pump stop has been completed. The returned product was visually inspected and catheter to kink protector detachment was observed with damaged motor cable lines. The cause of the pump stop was an open line due to a catheter to kink protector detachment. The cause of the pump stop was an electrical open during to patient movement. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.